Event description:
The hygiene microbiological investigation (hmi) provided by the customer corresponds to a different device, not to the device previously reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h11. Corrected fields: h6. The event was initially reported in error as it was later identified to be only a device leakage allegation, which would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This complaint is related to MFR 40049.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for unspecified number of colony forming units (cfus) of aeruginosa. All channels were sampled. The device was retested on (B)(6) 2024 and it tested positive for more than 80 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.